Event description:
On (B)(6) 2010, patient reported the infusion tubing separated from the luer lock while sleeping. The infusion tubing was still connected to her body, and the luer lock was still connected to the infusion device. This resulted in hyperglycemia, and exact blood glucose reading was not provided. Patient called physician and was advised to change infusion tubing and monitor blood glucose. Target blood glucose is 187-200 mg/dl "and higher." Infusion set was replaced and requested for evaluation. The patient did not require treatment from a health care professional or second party to address the issue. Additional attempts to reach patient were unsuccessful.